Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and sleeve were removed. The stem, shell and hole cover remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, hemi head, stem, shell, sleeve and hole cover was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the shell, hemi head, stem and hole cover. Similar complaints have been identified for the liner and sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devicesinvolved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although it was reported that the cobalt levels were reported to be elevated, neither the units of measure nor the lab reports were provided. The reported pain and elevated cobalt levels along with intraoperative findings of a blackened trunnion and clear fluid around the joint may be consistent with findings associated with metallosis and trunnionosis. However, the root cause of the metallosis and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to metallosis, cobalt in blood and pain.